Manufacturer narrative:
Received one (1) used 011-c3202+ extension set w/0.2 micron filter for inspection. As received the filter vents were wetted out with prior infusate. The extension set was leak-tested per product specifications. There was leakage from the inlet and outlet filter vents of the 0.2 micron filter. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional contact e1: (B)(6).

Event description:
It was reported that a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer generated a leak during patient infusion. The reporter stated, ¿the solution leaked from the air vent¿. There was no concomitant drug and no concomitant device involved. There was no bleedback noted. It was used for chemo but it is not a bio-hazard. It is also unknown if they have a user facility medwatch. The device was not reprocessed/re-sterilized. It did not come into contact with the healthcare provider or patient. The chemo spill was cleaned up per facility protocol with a spill kit. There was no patient harm reported.